Manufacturer narrative:
Concomitantmedical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient experienced increased tone so a physician thought there was an issue with the catheter. The date of the event was unknown. No troubleshooting was performed prior to surgical intervention. The physician discovered that the catheter was broken in half at the anchor site in the spine pocket. The physician tried locating the distal end of the existing catheter but was unable to. The distal end of the original catheter was left in the body abandoned. The physician replaced the distal end of the catheter with a model 8782 catheter. There were good connections and good cerebrospinal fluid return upon aspirating the catheter access port. The issue was resolved, and the patient was without injury as of (B)(6) 2020. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the hcp had no further information on the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol therapeutics who reported that the lioresal dose was 434 mcg/day. The indication for use of the lioresal was diplegia. The patient¿s medical history was spastic diplegia. The patient¿s increased tone was described as lower extremities tighter and achy. The patient improved post-op following the catheter revision. The patient¿s hospital stay related to the event was (B)(6) 2020.